Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit alarm, frozen screen and a39 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulinpump had pump error alarm and frozen display. The customer's blood glucose was 197 mg/dl. The insulin pump had low battery alert and been replacing it 4 times since yesterday and now they got pump error alarm after putting a new battery again, and unable to clear the alarm now. The customer was advised to observe time clock for one minute to verify if time advances and found it was not changing. Insulin pump alarmed following new battery insertion. The customer was advised to revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.